Event description:
Purchased the fasciablaster online and after using per the instructions over the course of a month I started experiencing issues with my health. I would normally use the device in the shower with the oil purchased from same website. I would blast arms and legs most days and usually 1-2 times a week would blast the entire body only doing each section of the body 2-3 minutes at a time. First thing were bruises that appeared immediately and lasted about a week, which was expected as this was discussed online in blogs news on the bruise, and in youtube videos. After a few weeks, I started having headaches, irritability, my legs would be restless at night and achy, hands tingled during the day, got very lightheaded upon waking up in the morning that when I got out of bed I had to hold on to bed as my head would spin and I felt like I would fall. This happened several times/occasions from getting up from sitting or laying down. Felt like my vision wasn't the best but not sure if this was due to the dizziness I started experiencing.